Manufacturer narrative:
The device was received for evaluation. A visual inspection identified a cut in the port seal. Functional testing, including leak testing, clear passage testing, and clam function testing, were performed. Leak testing failed due to a cut/tear at the port seal. The reported issue was verified. The cause of the event was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during the use of the y-set for peritoneal dialysis therapy. The y-set was found to be leaking all over the floor and it appeared as though the drain bag was not ¿sealed properly¿. There was no patient injury or medical intervention associated with this event. No additional information is available.